Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 426 mg/dl. The customer changed supplies and was given a bolus via the pump to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.